Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl 2000mcg/ml at 1231.6mcg/day via an implantable pump. The indication for use was spinal pain. The healthcare provider reported that they were programming the pump to off stated due to the pump having a motor stall 88 hours ago. The healthcare provider denied emi or magnetic interaction. The pump was being replaced this coming monday. The patient was receiving oral pain meds.